Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient programmer (pp) showed the patient's implantable neurostimulator (ins) was off. They assumed it was on all the time. Clarification revealed the patient had been using their pp last night in the middle of the night and may have accidentally pressed the stimulation on/off button. Troubleshooting resolved the reported issue as the caller successfully turned stimulation back on and stated the patient was much better. An online video tutorial was offered and sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.